Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a new rusch catheter was inserted into the infant and by the next day had fallen out. It was noted that the balloon ruptured. They inserted another rusch catheter and noted the balloon had burst again and the child was taken back to theatre. The doctor states he used 1.5 ml to inflate the balloon both times.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloon had burst instead of torn. The returned sample also was full with blood clots and was returned without funnel. Based on complaint statement it is likely that the balloon patient. Closer examination under high magnification lens using dino-lite revealed ample amount of sedimentation lumen. Multiple scratch marks on the balloon sleeve were noticed near the balloon tear edges. It appears quite likely that the scratches had initiated the tear that lead to the burst balloon. This appearance is likely due to contact with sharp or hard object during handling. Other remarks: in our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 10o% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the tear that lead to the balloon burst. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that a new rusch catheter was inserted into the infant and by the next day had fallen out. It was noted that the balloon ruptured. They inserted another rusch catheter and noted the balloon had burst again and the child was taken back to theatre. The doctor states he used 1.5 ml to inflate the balloon both times.